Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: luge. Inflation: boston scientific. Guide cath: jr. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a dissection occurred at the middle of the stent after the deployment of the xience v stent delivery system (sds) in the highly calcified right coronary artery. Another xience v sds was used to complete the procedure. No additional information was provided.